Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown side on an unknown date. Subsequently, on an unknown date, the patient underwent a revision of the patella component. The reason for the revision was unreported. No relevant patient information or product information was provided. No additional information was provided.

Manufacturer narrative:
Product has been received by exactech and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - type of investigation, investigation findings, investigation conclusions and h11. The complaint device was evaluated, and the reported event was not confirmed. The evaluation identified the edge of the patella has tool markings which are consistent with using a removal tool such as an osteotome to extract the patella during revision surgery. All other aspects of the explanted patella appears unremarkable. This device was provided to exactech with three other explanted knee constructs. It cannot be confirmed whether this explanted patella is associated with the other three explanted knee constructs. No relevant clinical information was provided. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear or inclusion of the polyethylene in the packaging recall. It cannot be confirmed whether the revised patella was included in the packaging recall, since original surgery data was not provided. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.